Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of experiencing high blood glucose of 400 mg/dl. Customer reported that serter was not releasing needle correctly. Troubleshooting was performed and customer reported that when infusion set was removed, it was found that cannula was bent. Customer began to treat with manual injection. Infusion sets would be replaced.